Event description:
The user facility reported to terumo cardiovascular systems that during routine testing at service center, it was noted that the cdi gas bottle b was empty. There was no pt involvement as this occurred during routine testing.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).